Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. Photographs were provided from the patient's mother confirming the reported event. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: choose a site on your belly to place your sensor. You can choose a site above or below your belt line. The best areas to insert your sensor are usually flat, "pinchable," and free from where rubbing can occur, such as along the waist band and seat belt strap. A root cause for the skin reaction cannot be determined.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive. Patient's mother described the skin reaction as small blisters with pussy skin. Sensor was inserted at the arm on (B)(6) 2015. Patient went to her doctor on (B)(6) 2015 for her annual doctor's visit, unrelated to skin reaction. Patient was not prescribed medications for skin reaction. At the time of contact, patient was reported to be doing fine and still wearing the device. No additional event or patient information is available.